Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the surgeon was able to successfully fire the pursestring device on the colon without any issues. He had an issue with the suture breaking while he was throwing his knots. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.